Event description:
One day post ablation procedure, a transesophageal echo revealed a pericardial effusion. Prednisolon, ibuprofen and colchicine were administered to treat the effusion. The investigator assessed the effusion was due to irritation during the ablation procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received confirmed that there was no perforation and no pericardial tamponade, only an irritant effusion. Rf ablation induced a pericarditis that caused the irritant effusion which required admiration of cortisone.